Event description:
A substance called "alloderm" was used to fill in the furrows between my eyes. The substance never absorbed into my body as it was supposed to. Now, 2 1/2 yrs post-surgery, I still have two large "lumps" where the substance was implanted.